Manufacturer narrative:
Covidien reference #: (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open after being applied to tissue during an lavh procedure. No add'l info is available from the site as to how the device was eventually removed from the tissue. There was no patient injury.